Event description:
It was reported that noise oversensing was noted on the right atrial (ra) lead. Atrial impedances have slowly declined, and capture thresholds are variable. Upon review, technical services (ts) noted noise on the majority of stored atrial tachy response (atr) episodes, rather than true atrial arrhythmia. Technical services (ts) recommended in-clinic evaluation and troubleshooting of the ra lead. This lead remains in-service at this time. No adverse patient effects were reported.